Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided . UDI not available. Email address unknown / not provided.

Event description:
It was reported that the prosthetic screw used on implant at tooth location 30 was loose and replaced in 4 opportunities. This event is intented to capture the loosening event occurred on (B)(6) 2018. Screw was replaced. On (B)(6) 2018 doctor was adviced that the torque wrench used was uncalibrated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address the second of four reported loosening events. Device history record (DHR) review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about non-conforming products was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the product was not returned. H3 other text: product not returned.

Event description:
No further event information is available at the time of this report.